Manufacturer narrative:
The explanted sapien 3 ultra valve and commander delivery system were not returned to edwards lifesciences for evaluation. Without the devices, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for evaluation. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints related to the applicable complaint codes. Per the instructions for use (IFU) and training manuals ensure edwards logo is facing up on the delivery system. Use 30 degrees to 40 degrees lao to provide view of the aortic arch. Slowly rotate the flex wheel away from you while tracking over the aortic arch. Note: the delivery system articulates in a direction opposite from the flush port. Additional considerations: do not overflex while tracking over aortic arch, to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel, ensure edwards logo faces upwards throughout flexing and tracking. Per the instructions for use (IFU) and training manuals when crossing native valve ensure the flex catheter tip is flush with the thv for support during crossing. Be patient! Do not force the thv. Use short movements to prevent 'jumping' of the thv into the ventricle. Factors that can make it difficult to cross: heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, inadequate bav. When experiencing difficulty crossing: make sure wire is correctly extended at apex. Pull tension on the wire or reposition, add some distal flex or remove some partial flex, pull system back and re-advance. During the commander delivery system manufacturing process, the flex shaft undergoes 100% visual inspection. The nose tip, flex tip assembly and bonding, and the flex deflection angle and flex gap distance undergo 100% visual inspections. During final inspection, the entire device undergoes 100% distal to proximal visual inspections and functional testing by quality and manufacturing. Additionally, product verification testing is performed on each lot on a sampling basis. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was not able to be confirmed as neither the complaint device nor applicable imagery were returned for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. However, a review of DHR, lot history, and manufacturing mitigations did not reveal any manufacturing non-conformance contributed to this event. As reported, 'post dilatation was attempted to resolve pvl. When delivery system was being re-advanced through the s3, the nosecone got caught on the s3 frame and pushed the valve into the left ventricle'. Although an exact root cause was not able to be determined, available information suggests that procedural factors device manipulation may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01665.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, during a transfemoral tavr procedure, a 23mm sapien 3 ultra valve was deployed without issue. Post deployment, paravalvular leak (pvl) was observed. Post dilatation was attempted to resolve the pvl. As the commander delivery system was being re-advanced through the valve, the nosecone got caught on the valve frame and pushed the valve into the left ventricle. The procedure was converted to open surgery to remove embolized valve. A surgical valve was implanted. The patient tolerated the procedure well. The devices were discarded following the procedure and are not available for evaluation.